Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified left subclavian artery. A 6.0mmx40mmx135cm sterling and a 6.00mm/2.0cm/135cm peripheral cutting balloon were selected for use. During the procedure, after placing the sheath from the right femoral artery, guidewire was crossed in in-stent restenosis (isr). The stent was a non-boston scientific device. Dilation was performed using sterling mr6-40, however, upon second dilation, it was noted that the balloon ruptured at around 12atm. Since stenosis was severe, dilation was performed again using pcb 6mm, however, it was noted that pinhole ruptured at the tip side of the blade upon first inflation at 6 atm. The devices were removed using normal method without issue and since stent lumen was able to secure with pcb, low pressure dilation was performed again using a different device and the procedure was completed. No complications were reported and patient was good post procedure.